Event description:
It was reported that non sustained right ventricular oversensing due to noise was observed on the right ventricular (rv) lead. Lead replacement was being considered. There were no reported patient consequences.

Event description:
New information received notes the patient was brought into the clinic for additional testing and fine noise was observed with pocket manipulation on the right ventricular (rv) lead. Programming changes were made. Improvement to the noise was observed. Only one event had been observed since the programming change. The patient had no symptoms and the physician opted to monitor the patient. No further changes or intervention were anticipated. The patient was instructed to call the clinic if they experienced any symptoms or issues.